Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified blood/bone residue due to usage. The device was identified to be fracture around the platform. The implant had been placed on tooth # 14 for approximately 8 years. The customer did not provided any x-ray or picture images for review. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and had to be removed. The reported complaint was confirmed following investigation. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant fractured and had to be removed from site 14.